Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,g3,g6,h2,h6,h11. A ship history was completed. There was no evidence that the reported upn was sold to the account during the year prior to the date of event date. (Event date was unable to be provided by account.) A lot history is unable to be performed. The account was unable to provide the lot number.

Event description:
The hospital reported that there was a complaint with vasoview hemopro 2. During procedure, co2 not entering btt port. They got btt to work.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.